Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
As reported by field clinical specialist, one day post implant of the 23mm sapien 3 ultra in the surgical valve, post op gradient increased to 40mm hg. During the initial implant, post bav with 24 true balloon seemed to fracture the valve. Gradient 22 to 13 post fracture. Pod 1 gradient increased to 40, which persisted after one month of anticoagulation. Per tte one month post implant: lvef 70%, av vmax is 4.0 m/s, av mean gradient 39.4 mmhg and mild paravalvular leak is noted. A repeat with a 24 true balloon was performed two months post procedure and the bav went well, gradients still high, around 22 mean gradient.

Manufacturer narrative:
The device was not returned to edwards for evaluation, therefore no visual inspection, functional or dimensional testing could be performed. A no product returned engineering evaluation was performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed using associated valve serial numbers, which revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. 3mensio imagery provided from the site was evaluated. The inner diameter of the pre-existing surgical valve was from 16.6mm to 17.7mm, which were out of the recommendation range (too small) for 23mm sapien 3 ultra. The IFU for commander delivery system and training manual valve-in-valve supplement were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2021 to (B)(6) 2022 for the edwards sapien 3 ultra (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, none were potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The increased gradient was confirmed based on the medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''one day post implant of the 23mm sapien 3 ultra in the surgical valve, post op gradient increased to 40mm hg'' and ''a repeat with a 24 true balloon was performed two months post procedure and the bav went well, gradients still high, around 22 mean gradient''. Per imagery review, the inner diameter of the pre-existing surgical valve was too small for 23mm sapien 3 ultra thv. In this case, the selected valve was too big for pre-existing surgical valve, which can lead to prosthesis-patient mismatch (ppm) resulting in increased gradient due the deployed valve under expanded and improper leaflets coaptation. As such, available information suggests that procedural factors (thv sizing) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.